Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and was able to confirm the reported issue, as upon return the device could not be powered on upon pressing the on/off button. The fault was attributed to corrosion on the on/off button and its contact pads on the membrane pcb. This had resulted in the on/off button dome failing to make contact with its contact pads on the membrane panel; therefore, the device was unable to be powered on. Information from the device memory log indicated that the device had been stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device would not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.